Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 4 areas on this minnesota tube that have a plug that was stuck. The plugs cannot be removed as designed - multiple staff have tried and been unable to remove them. Since this was a product that was used only in an emergency, the inability to use it properly could very easily cause patient harm or death.

Event description:
It was reported that 4 areas on this minnesota tube that have a plug that was stuck. The plugs cannot be removed as designed - multiple staff have tried and been unable to remove them. Since this was a product that was used only in an emergency, the inability to use it properly could very easily cause patient harm or death.

Manufacturer narrative:
The reported event is inconclusive, and no sample was returned for evaluation. A DHR review was performed and no non-non conformances were found. Product and process criteria were met for lot mcgp4820. Quality checks and lot release were performed. This specific complaint allegation was part of a broader investigation captured in CAPA 11273661. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 4 areas on this minnesota tube that have a plug that was stuck. The plugs cannot be removed as designed - multiple staff have tried and been unable to remove them. Since this was a product that was used only in an emergency, the inability to use it properly could very easily cause patient harm or death.

Manufacturer narrative:
The reported event is inconclusive, and no sample was returned for evaluation. A DHR review was performed and no non-nonconformance's were found. Product and process criteria were met for lot: mcgp4820. Quality checks and lot release were performed. This specific complaint allegation was part of a broader investigation captured in CAPA: 11273661 (medical device correction, ucc-25-5238-fa; res# 96455). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.